Manufacturer narrative:
The insulin pump was received unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor; unable to perform occlusion test and no delivery test due to prime anomaly. No a33 alarm noted. The insulin pump passed idle current test, run current test, self test, off no power test, a21 error test and displacement test. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.